Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen lps-flex femoral component, cat#: 00596401452, lot#: 62604757.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of the xrays shows lucency along the tibial stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05158 and 0001822565-2017-05159. Concomitant medical device/products ¿ nexgen lps flex prl opt.m.d dx , catalog # 00596401452, lot # 66017772; nexgeb lps-flex fixed nsm art surf cd 3-4 14, catalog # 00596403014, lot # 62459490; unknown nexgen articular surface; palacos bone cement r+g 66017772. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced synovitis, pain, osteolysis and was revised due to loosening and wear of the tibial component. A large bone defect on medial tibia and a fracture in lateral tibia were noted along with large bone defects under the femoral component. Attempts to obtain additional information are in progress, however no further information is available at this time.